Event description:
It was reported that patient had a vt episode. Atp was unsuccessfully delivered; first shock in vf zone accelerated the rhythm which then was resolved with higher shock. Programming changes were made. The patient was fine after the event.

Manufacturer narrative:
(B)(4).